Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by a sales representative via email that two ar-8926ss knotless tightrope syndesmosis repair implants were loaded incorrectly, resulting in unsuccessful deployment. A third ar-8926ss knotless tightrope syndesmosis repair implants from a different lot number was opened and functioned as intended, allowing the procedure to continue. This issue was discovered during a procedure on (B)(6) 2025. Additional information was received on 19-dec-2025: during an ankle orif with syndesmotic repair, the buttons and sutures were removed entirely from the patient. The procedure was delayed by approximately five minutes, and no additional anesthesia was administered.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure. The most likely cause of the reported failure is a use error, including improper bone preparation and/or improper surgical technique associated with the device. The complaint allegation was not confirmed. No evidence of that failure was received.